Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02297, 0001822565-2020-02298. Concomitant medical products: part#: 00436004025, lot#: 64464725. Part#: 00434904006, lot#: 64287432. Part#: 0203159040, lot#: 64413211. Part#: 0203159030, lot#: 64523530. Part#: 0203150300, lot#: 4502884436. Part#: 0203150300, lot#: 4502568205. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a shoulder revision approximately four (4) weeks ago due to a broken screw and loose components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the glenosphere, poly liner, base plate and two locking caps were returned. The two cancellous screws were not returned for evaluation. The base plate exhibits scratches, however, it is unknown if those scratches occurred in the explant process or in-vivo. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.